Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 02/12/2014. Electrode belt: 01/18/2012. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections was multiple counting. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was reportedly standing up to use the restroom at the time of the event. The patient understands the device but does not press the response buttons during the alarms, as the patient does not hear the alarms. Review of the event confirms that the response buttons were not pressed during the event. Evaluation of the monitor indicates the audio functions normally. Multiple counting contributed to the false detection. The patient did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
Follow-up report - additional details (07/12/2016): device evaluation summary, below, was updated to include the evaluation results of the replacement monitor (sn (B)(4)) and electrode belt (sn (B)(4)) which delivered the five subsequent treatment shocks. Device manufacture date, below, was updated to include the manufacture dates for the replacement monitor and electrode belt. Additional inappropriate defibrillation narrative, below, was updated to include the primary cause of the five subsequent false detections. There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4), and monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 02/12/2014; electrode belt sn (B)(4): 01/18/2012; monitor sn (B)(4): 10/23/2015; electrode belt sn (B)(4): 12/30/2015. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections as multiple counting and atrial fibrillation exceeding the programmed rate threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
Follow-up report - additional details (07/12/2016): a us distributor contacted zoll on 06/16/2016 to report that a patient experienced an additional five inappropriate defibrillation shocks following the initial inappropriate defibrillation on (B)(6) 2016. The initially reported defibrillation was delivered on (B)(6) 2016 at 05:11:50am. The patient received replacement equipment that morning and was treated five additional times between 9:14:22 and 9:16:27 pm on (B)(6) 2016. A rapid atrial fibrillation rate (155-160 bpm) contributed to the additional false detections. The details surrounding the patient's activities during the later treatment are unknown. Review of the event indicates that the response buttons were pressed after the final treatment shock was delivered. There is no information to suggest the patient sought medical attention. The patient continued use of the device. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was reportedly standing up to use the restroom at the time of the event. The patient understands the device but does not press the response buttons during the alarms, as the patient does not hear the alarms. Review of the event confirms that the response buttons were not pressed during the event. Evaluation of the monitor indicates the audio functions normally. Multiple counting contributed to the false detection. The patient did not seek medical attention and continued use of the lifevest.